Event description:
Information was received indicating that a smiths cadd-legacy® plus pump alerted that it's empty even though there was medication remaining. It was reported that the patient felt nauseated and was given a medication to help combat the nausea symptom. The pump will be replaced in order to resolve the issue. It was reported that hospitalization did not occur, and the patient left without further incident.

Manufacturer narrative:
One cadd legacy plus pump was returned for analysis. Visual inspection performed, and product found the front housing was irregular at the base and slight delamination of the keypad overlay. Event history log review was performed and found six different infusions were recorded as infusing to completion without error or alarm. Delivery accuracy testing, sensor verification and event log review were performed. Investigator's was unable to confirm customer's stated problem of "7.5 ml of 5fu remaining" and a-code of delivery accuracy. During investigation delivery accuracy testing found the pump to be slightly over delivering and still well within the published specification of +/-6%. Three separate delivery accuracy tests were performed; all of which were within the pump's delivery accuracy manufacturing specification. No problems were found with the delivery accuracy of the pump. The sensor testing found all alarm sensors functional and within manufacturing specification. No accessories or disposables used in the infusion system were returned for investigation of the issue. Visual inspection finds the base of the front housing material to be irregular and should be replaced. No problem found with the pumps function or accuracy. No fault found.